Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced difficulty priming the tubing as multiple air bubbles are seen. There was no reported impact to the user's blood glucose level. Recommendation was made for the user to prime the tubing to remove air bubbles.